Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4) batch: 19064104.

Event description:
It was reported that the patients device was no longer controlling the pain. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.